Event description:
It was reported that the right ventricular lead had oversensing and the impedance was varying. The device was reprogrammed and the lead remains implanted but electrically abandoned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.